Manufacturer narrative:
(B)(4). Date sent: 09/25/2025 d4: batch # 229d39 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a vasecr35 reload (a) loaded on the device. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. In addition another vasecr35 reload (b) was received unfired.  The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reloads (a and b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device pve35a lot number c9eu57 and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 229d39, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lung resection procedure, the device did not fire. Changed to another one to continue the procedure, after fired, could not open the jaw. Used rbrb and manual override to open the jaw and removed the device. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.